Manufacturer narrative:
The reported events of low pacing impedance and insulation damaged were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures although an internal short was noted consistent with procedural damage. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that the patient presented for a system implant procedure. The post-procedure check showed that the right ventricle (rv) and right atrial (ra) lead exhibited low pacing impedance. Upon further examination, it was discovered that both leads had insulation damage. Both rv and ra leads were explanted and replaced. The patient was in stable condition.